Event description:
New information received notes the right ventricular lead also exhibited oversensing prior to lead revision on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise. The physician capped and replaced the lead on (B)(6) 2019. The patient was discharged post-procedure.